Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced starburst and rings around lights and unable to read her phone or kindle without magnifying readers. Distance vision feels like looking thru cl and tried medications to lessens aberrations but the patient was unhappy. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received lens information.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).